Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration. Medical intervention was used to remove the peripheral IV line and a surgeon was called to evaluate. We are not aware whether or not this required surgical intervention. Baxter attempted to contact the customer on multiple occasions to acquire additional event information without success. With the information provided this incident would be considered a serious injury.

Event description:
It was reported that an infiltration occurred during an infusion of potassium via a peripheral line and the pump did not alarm for a downstream occlusion.